Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats lobectomy. According to the reporter: the surgeon tried to transect the bronchus. However, endo gia cartridge staple and knife did not fire. The surgeon replaced the broken cartridge with another one and this endo gia cartridge staple and knife did not fire as well. Eventually, vats lobectomy converted into an open procedure. The surgeon used dst ta and transected the bronchus. The info about the pt was not given. There was no reinforcement material used in conjunction with the stapling device.